Manufacturer narrative:
F26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 01/17/06: [facility ni]. T. Berg, md. Office notes. Complains of left lower quadrant pain. Assessment: diverticulitis. 04/12/07: [facility ni]. C. Snavely, pa-c. Office notes. Left lower quadrant abdominal pain. Patient concerned he has a hernia. Initially reported pain started couple of days ago after he lifted some heavy boxes down at mid dakota meats where he works. Patient believes he can feel a defect in his abdominal wall, left lower quadrant. Using his abdominal muscles and straining does make pain worse. He hasn¿t had any abdominal surgeries. History of kidney stones. Abdominal exam: moderately obese; does feel like patient has a small defect in left lower quadrant abdominal wall really would only be 1 cm to 1 ½ cm; some point tenderness. Assessment: left lower quadrant abdominal pain questionable hernia also consider diverticulitis. Plan: surgery clinic next week. Discussed with patient signs/symptoms of strangulated hernia. Recommend he not do a lot of heavy lifting until evaluated by surgery. ??/??/??: [missing records: records from surgery clinic were not provided.] 10/03/07: [facility ni]. Amy juracek, cnp. Office notes. Presents for history and physical prior to right inguinal hernia repair. Weight 225 lbs. 11/??/07: [missing records: records for the mesh implant in 11/2007 were not provided.] Product identification records for the alleged gore device were not provided. 11/23/07: [facility ni]. A. Henderson, md. Office notes. Presented with right calf pain/swelling. Dvt [deep vein thrombosis] scan positive. Will be hospitalized for work up of dvt and anticoagulation. 11/28/07: [facility ni]. A. Henderson, md. Office notes. Dvt right leg. Hospitalized and placed on lovenox and coumadin. Plan: discontinue lovenox as this is prohibitively expensive for him. Take coumadin. 04/02/08: [facility ni]. Anora henderson, md. Office notes. Patient wishes to discuss stopping coumadin. Had dvt 11/23/07, this was I believe within the month of when he got a right inguinal repair with mesh. Coumadin and blood tests are expensive; he¿s without insurance. Plan: discussed options. He opted to go back on coumadin. He does consume some binge episodes of alcohol. 07/16/08: [facility ni]. M. Carpenter, md. Office notes. He has noticed a new onset of a mass in the right inguinal area. He did have surgery there last november and had a laparoscopic hernia repair by dr. Wagner. Dr. Wagner is going to see him today just to make sure there isn¿t any recurrence. 07/16/08: [missing records: records from dr. Wagner were not provided.] 03/10/10: [facility ni]. Chris snavely, pa-c. Office notes. Right leg swelling and pain over past couple of days. History of dvt, no longer on blood thinner. 05/24/11: family practice associates of winner. Tony berg, md. Office notes. Reason for visit: possible hernia, right lower quadrant. Abdomen exam: palpable mass present. Assessment/plan: abdominal pain; to hospital. 05/24/11: winner regional healthcare center. Tony berg, md. History and physical. Abdominal pain; started several days ago; pain going into right back. Past medical history: inguinal hernia repair in 2007; kidney stones in 1995. Social history: married. He is a meat cutter. Does not smoke; occasional alcohol. Abdomen exam: I feel a mass in right lower quadrant. Impression: incarcerated hernia right lower abdomen. Plan: admit for evaluation and treatment. 05/24/11: winner regional healthcare center. Barry monfore, md. Radiology ¿ x-ray abdomen. Findings: fecal material throughout colon. 5 mm calcific density overlying upper pole of left kidney probably representing kidney stone. Postoperative changes in the pelvis may be related to hernia repair. 05/25/11: winner regional healthcare center. Rick wagner, md; gregg tobin, md, facs. Operative report. Preoperative diagnosis: right abdominal wall mass. Right hydrocele. Postoperative diagnosis: right abdominal wall mass. Right hydrocele. Procedure: needle aspiration of right hydrocele. Laparoscopic exploration. Open excision of right abdominal wall mass. Open mesh repair of abdominal wall defect. Anesthesia: general. Estimated blood loss: 150 cc. Counts: correct. Complications: none. Indications for procedure: ¿the patient is a 41-year-old male admitted with increasing right lower quadrant discomfort and tenderness with a large mass effect. The patient was seen in consultation at the request of medicine service and it was felt that his abdominal wall mass did not represent a recurrent inguinal hernia as he had undergone laparoscopic repair 4 years earlier. Location of the large abdominal wall mass was in an area of previous trocar site and it was presumed that the mass represented a trocar site hernia with incarceration of abdominal content. It was recommended the patient undergo laparoscopy. He was also noted to have a mass in the right scrotum consistent with hydrocele which had been present for a long period of time which was noted by the patient to be increasingly more uncomfortable. Examination revealed some transillumination of this mass confirming likely nature as hydrocele. The risks, benefits and expected course of he intended procedures were discussed with the patient. He understood these concerns and wished to proceed.¿ findings: adequate resolution of the hydrocele swelling with needle aspiration. Negative laparoscopic exploration with no recurrence of hernia. Inflammatory mass identified within the abdominal wall musculature and involving previously placed prosthetic mesh. Adequate excision of abdominal wall mass with reconstruction by placement of prosthetic mesh. Operative course: ¿with the patient in supine position and under adequate general endotracheal anesthesia, the area over the abdomen, perineum and scrotum was prepped with and iodine solution and draped in a sterile fashion. Because of the patient's discomfort in the region of the right scrotum, 21 gauge needle was passed transscrotally into the hydrocele mass and 20 cc of serous fluid was aspirated. This resulted in good decompression of the obvious hydrocele. Attention was then turned to the abdomen where a supraumbilical incision was carried out in the ventral mid line using scalpel dissection. Bleeding points were controlled throughout the case with electrocautery. Spreading dissection was carried down through the anterior fascia, which was grasped with a kocher clamp and elevated into the wound. Retracting sutures of #2-0 vicryl were placed on either side of the kocher clamp and the clamp was then removed. Electrocautery dissection was used to divide the fascia between the retracting sutures. Visual inspection of the wound confirmed that this incision had entered the abdomen so laparoscopic trocar was placed to the site and the abdomen was inflated with co2. The laparoscope was inserted. A brief inspection of the abdomen revealed no injury to abdominal structures from trocar placement. The patient was placed in trendelenburg position in order to retract contents away from the pelvis. Careful attention was turned to the right inguinal region. Some changes of the previous laparoscopic hernia repair were evident with visualization of at least 1 spiral protac staple. No obvious incarceration of abdominal contents was evident, although some folds of the peritoneum and adipose tissue made it unclear whether or not properitoneal tissues were involved within the palpable mass. The previous trocar site on the right was visualized from within the abdomen and did not appear to have any fascial defect. Additional trocars were placed in the abdomen in order to allow instrumentation to move abdominal contents around in order to confirm that no incarceration of abdominal contents was present. The suprapubically incision was extended caudad with scalpel and electrocautery dissection in order to permit the placement of hand assist device. With this in place, the abdomen was inspected with manual palpation, particularly in the region of the right lower quadrant. No hernia defect was identified. No intraabdominal mass was felt to be present. With palpation externally and internally, the large abdominal wall mass could be localized and appeared to be extra abdominal. Trocars were removed from the abdomen and two trocar sites were closed at the fascia with vicryl ligature placed with the endoclose instrument. The hand assist port in the supraumbilical location was left in place to allow access to the abdomen. Attention was turned to the right lower quadrant where the large mass was located. A long incision was carried out overlying this mass in transverse direction parallel to the inguinal ligament. Bleeding points were controlled with electrocautery. Electrocautery dissection continued down to the external oblique fascia, which appeared intact. This was separated in the direction of its fibers. Further dissection down into the underlying tissues revealed some congestion of venous tissues and some mass effect within the musculature of the internal oblique and transversus abdominus muscles. The edges of the palpable mass were more discrete in this area and due to the possibility of malignancy, we began dissection at the peripheral margins of the mass with the intent of wide local incision and debulking of any possible soft issue tumor. As our dissection proceeded down through the internal oblique muscle and transverse abdominus muscle, we did enter the abdomen and continued dissection through the peritoneum. The lower margin of the mass involved the tissues immediately beneath the inguinal ligament, so this was also included in our resection. As our dissection continued, the epigastric vessels were identified and ligated. Dissection laterally opened up into a cystic cavity. The fluid within the cavity was controlled with suction. As this was decompressed, the mass effect was lessened significantly. The cavity was explored with digital palpation and found to contain wadded up intact piece of polytetrafluorethylene graft previously placed for repair of right inguinal hernia. Also present within the cavity were several helical staples placed with a protac device. The cavity itself showed inflammatory changes, but frank purulence was not felt to be present. There was some odor to the cavity contents and we proceeded with resection of the mass, cutting across the final attachments medically. Care was taken not to injure or sacrifice the femoral vessels or microvasculature. The specimen, once excised was submitted to pathology for histologic evaluation. The polytetrafluoroethylene graft was submitted for cultures. The resulting defect was then addressed with dissection. The peritoneum was freed up from overlying musculature. The rectus muscle was left intact at its edge and was not part of our resection. The peritoneum was closed with #2-0 vicryl in continuous fashion. A large piece of polypropylene mesh was then fashioned. Because of the absence of obvious cellulitis or purulence, we felt that mesh placement was justified in order to repair the abdominal wall defect. #2-0 prolene suture was used in both interrupted fashion and running fashion to fix the mesh in place. This gave excellent coverage. A couple of sutures were placed through the lateral border of the recuts muscle to maintain position of the mesh medially. The wound was then cleansed with saline irrigation and prolene sutures were used in simple running fashion to close the external oblique fascia over the repair. No subcutaneous sutures were placed. #0 prolene suture was used in simple running fashion to close the fascia at the umbilical incision as well. Both of these incisions were then closed at the skin edges with skin staples. Sterile dressings were applied to all wound and the patient was recovered from anesthesia. The patient tolerated the procedure well. There were no intraoperative complications. All sponges, needles and instruments were accounted for following the procedure. The patient left the operating room in satisfactory condition with spontaneous respirations.¿ 05/25/11: lcm pathologists, pc. Mark w. Johnson, md. Pathology report. Accession #: sfs11-15935. Final diagnosis: 1) right abdominal wall mass: skeletal muscle and fibroadipose tissue containing fibrous walled cyst with associated lining of granulation tissue and associated acute and chronic inflammation. 2) mesh, right abdomen: mesh material as grossly descried with focal fibrinopurulent exudate. Gross description: the specimen is received in two parts, both in formalin, the first of which is indicated as ¿right-sided abdominal wall mass¿ and received is an irregular, regionally shaggy 14.0 x 11.0 x 5.5 cm mass displaying portions of skeletal muscle with attached fibrofatty soft tissues. There is focal wall endothelialized metallic staples. Internally is a 10.0 x 6.5 cm evacuated dull, variegated, red-brown, finely nodular ¿cyst¿. There is an ill-defined fibrous ¿mantle¿ surrounding this cyst with focal questionable abscess formation up to 1.0 cm. Part two is indicated as ¿mesh, right abdomen¿ and received is an irregular 9.0 x 5.5 x 0.6 cm sheet of synthetic mesh, the periphery of which contains multiple embedded ¿spring-like¿ metallic clips consistent with those present in part one. One surface of the mesh has a dull purulent-like exudate. 05/25/11: [missing records: a culture report detailing analysis of the specimen collected during the 05/25/11 procedure was not provided.] 06/02/11: winner regional healthcare center. Christopher stanley, md. Radiology ¿ x-ray abdomen. Indication: inguinal exploration. Impression: new mechanical small bowel obstruction versus functional ileus. 06/04/11: winner regional healthcare center. Rick wagner, md. Discharge summary. Admission diagnosis: abdominal pain. Discharge diagnosis: abdominal wall mass with abscess. Right hydrocele. History: admitted with increasing right lower quadrant discomfort and tenderness with a large mass effect. Following admission, surgery consult was obtained and it was felt that his abdominal wall mass in the right lower quadrant did not represent a recurrent inguinal hernia, but possibly a trocar site hernia from his previous laparoscopic hernia repair and is recommended he undergo a laparoscopy. He also complained of a mass in the right scrotum consistent with a hydrocele. Surgery on 05/25/11; and underwent needle aspiration of the hydrocele with good resolution and swelling. Laparoscopic exploration was carried out, which showed no recurrence of hernia in the abdominal wall so open exploration of the mass effect in the right abdominal wall was carried out and findings showed an inflammatory mass consisting of a well-developed walled off cyst of granulation tissue with acute and chronic inflammation. Within this mass was previously placed polytetrafluoroethylene prosthetic mesh, which was not adherent to any body tissues. This mesh was removed along with the abscess cavity and wall of the resulting cyst. In removing the inflammatory mass, a large muscle defect was created; repaired with the use of polyproylene [sic] mesh. Fascia was closed over top of this and the patient was returned to his surgical room. In postoperative period, patient had significant serous drainage from right lower quadrant incision, but was able to advance activity and diet sequentially. Initially, he did have elevated temp, but this resolved. Prior to his discharge, the right lower quadrant incision was opened and packed with gauze. Daily wound cares were instituted. Some gastroesophageal reflux symptoms were present. Patient continued on proton pump inhibitor to control these; recommended he maintain restrictions on activity. An attempt to discontinue IV antibiotics resulted in recurrent elevation of white blood cell count; IV antibiotics were resumed. Diet was advanced again and he continued to stabilize. On june 4th, patient was felt to be ready for discharge home. Condition on discharge: stable vital signs, afebrile status, soft abdomen and stable wound. Plan: follow-up appointment arranged in surgery clinic as well as daily dressing changes through the emergency department on the weekend. Patient given oral antibiotics and pain medicine, and recommended take daily aspirin and continue proton pump inhibitor. 02/24/14: winner regional healthcare center. Christopher stanley, md. Radiology ¿ CT abdomen/pelvis. Impression: no evidence for mechanical small bowel obstruction or functional ileus. Left nephrolithiasis. Facet arthropathy l5-s1 with possible spondylosis. Degenerative change in the hips. 02/24/14: winner clinic. Cynthia clark, md. Office notes. Presents for evaluation of abdominal pain. History of dvt x 2 after surgeries; right inguinal hernia repair x 2. Medications: aspirin. Smoking: former smoker ¿ 0.25 packs/day for 5 years; quit 07/20/12. Alcohol: 7 cans beer/week. Weight 271 lbs. Assessment/plan: abdominal pain. Complete blood count in clinic. X-ray abdomen. Constipation: recommend mom and miralax. If pain worsens, go to ed or refer to dr. Wagner. 05/27/14: winner regional healthcare center. Barry monfore, md. Radiology ¿ CT abdomen/pelvis, oral contrast. Impression: no masses or inflammatory processes. Nonobstructing calcified stones within the kidneys. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent a hernia repair in approximately 2007 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh became balled up creating abdominal mass, mesh removal. Additional event specific information was not provided.